Manufacturer narrative:
The pump was returned, and analysis found a failed lab dispense test that was above specification. The catheter was returned, and analysis found the catheter body was deformed in shape along with dislodgement allegation. All previously reported method, result, and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 20-oct-2016, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer via a clinical study and a manufacture representative (rep) regarding a patient receiving fentanyl 2000 mcg for a total dose of 1183.87839 mcg/day, bupivacaine 20 mg for a total dose of 11.83878 mg/day, and morphine 7.7 mg for a total dose of 4.55793 mg/day via an implantable pump for non-malignant pain. It was reported the patient was getting no relief from boluses from pain pump and reported no pain relief on (B)(6) 2019. It was also noted that the patient had increased pain/poor pain control over the last few years. No factors that may have led or contributed to the issue were reported. A catheter dye study (cds) was performed on (B)(6) 2019 and failed. It was found that the catheter/catheter tip had migrated from the spine, they were unable to aspirate the catheter, and the catheter was coiled in the midline. The patient would be scheduled for a catheter revision. The pump and catheter was explanted/replaced on (B)(6) 2019. The pump was replaced for normal battery depletion and elective replacement indicator (eri). The devices were returned to the manufacturer. During the surgery, the catheter was found coiled in the midline pocket. The catheter tip was at t9. The outcome of the event resolved without sequelae on (B)(6) 2019. The patient's status at time of report was alive-no injury. The patient's medical history was asked and will not be made available. The device diagnosis was catheter dislodgement and the clinical diagnosis was no pain relief from boluses. The patient's weight was noted as (B)(6) and as (B)(6). The event date was asked, but unknown (issues over the last few years). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was unlikely related. No further complications were reported/anticipated.